Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings, battery out limit and no delivery alarms on the insulin pump. The customer's blood glucose was 439 mg/dl. The customer treated the high blood glucose readings with syringe. The customer stated that she received a no delivery alarm from the pump so she removed the battery from the pump. The customer stated that she received a battery out limit after the battery removal. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The customer was advised that this is normal behavior. The customer also stated that she received a no delivery alarm during bolus and rewind. The customer was advised to call back when the alarm occurs to troubleshoot.